Manufacturer narrative:
(B)(4). A field service engineer (fse) was on site to investigate the reported rosa robot. The fse replaced the ft sensor cable, and tested the system launch three times. Following the repair, the unit was upgraded and passed all functional tests and was released for clinical use. A review of the DHR and servicing history for the device did not identify any contributory factors. The cause for the case launch errors was determined to be a malfunctioning force torque sensor cable. A definitive root cause for the cable malfunction is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported rosa unit would not allow case data to launch. No patient harm or injury. No additional information available.